Event description:
It was reported that a patient presented to the emergency room. Upon interrogation it was found that the patient's pacemaker was in back-up vvi mode, which was caused by the patient's merlin at home monitor. Corrective changes were made to successfully restore the device. The patient was stable throughout and no symptoms were reported.